Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that customer experienced low blood glucose. The customer¿s blood glucose was 50 md/dl, 60 md/dl, 35 mg/dl. The customer reported that the they were treated with the juice. The troubleshooting was not performed for low blood glucose. The insulin pump will not be returned for analysis.